Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer experienced symptoms such as nausea and abdominal pain. The customer was assisted in troubleshooting for high blood glucose; however she declined to continue with it. The insulin pump will not be returned for analysis.